Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Inspection of the returned device confirmed the complaint. One jaw broke and separated from the device approximately 1.25 inches from the distal tip of the jaw. The detached jaw was returned to olympus. For further inspection the shaft was cut and the electrodes removed. Fracture appears to have occurred right at the weld joint. No additional anomalies were noted during inspection. The handle and cut blade trigger operated smoothly. The shaft is free from damaged and rotates and designed. Due to the detached jaw, energy could not be applied, functional testing was not completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As stated on the IFU (instruction for use) the user manual states: position the device as desired for grasping, coagulation, and transection of tissue. This may be improved through the use of the rotation wheel controlling the orientation of the forceps jaws. If using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws. The result of the defect was most likely due to excessive force during the use of leveraging tissue. The defect could also have occur if the integrity of the jaws were compromised while opening the package, example : contact with other surfaces causing damage to the jaws. The forceps could have also been damaged during transportation to the user facility. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. A photo of the subject device was provided to olympus for evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a total hysterectomy procedure, the jaw of the forceps broke. One of the jaws of the forceps got detached and fell into the patient, the fragment was removed from the patient with no injury or harm reported. Another forceps were used and the intended procedure was completed. No user injury was reported.